Event description:
The customer reported that the subtraction feature wa snot working. A loss of cine, subtraction, road-mapping, or other critical vascular functions could results in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sata drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.